Manufacturer narrative:
MFR spoke with the dealer. The chair was in the consumer's home. The consumer was in the chair when control box allegedly melted and started smoking. The connectors were allegedly discolored and the recline actuator allegedly snapped apart. It was confirmed that there was no injury or property damage. The components were received and inspected. Both components received had no external heat damage. No external melting was observed. The control box was opened and internal heat damage was observed. A component failure occurred internally in the control box, and this failure was contained within the metal enclosure of the box with no external damage observed. The dealer replaced the components and the chair remains in service. MDR filed based on the notation in form FDA 483 received by invacare on (B)(6) 2010. As noted, no external damage was visible during inspection and risk analysis notes that the metal enclosure would likely sink any heat during the brief heat event. Further, no injury was reported. Finally, reported malfunction could not be replicated by invacare and other factors such as misuse, abuse and/or lack of maintenance could not be confirmed or ruled out. Nonetheless, this MDR is being filed in response to form FDA 483 notation.

Event description:
There was allegedly smoke coming from the "transbox" and the anderson connectors were discolored. No injury is alleged.